Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection found the lens optic torn. There was foreign material on the lens surface. Claim # (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
Received a cc4204a collamer single piece lens, +14.5 diopter, from the facility damaged. The reporter indicated the lens was opened and not used, with no patient contact. The reporter indicated it was unknown if the lens was loaded or how the lens was damaged. The reporter was unable to provide any additional information.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).